Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature citation: veruva, s.y., lanman, t.h., hanzlik, j.a., kurtz, s.m., and steinbeck, m.j. (2014). Case report: rare complications of osteolysis and periprosthetic tissue reactions after hybrid and non-hybrid total disc replacement. European spine journal, doi 10.1007/s00586-014-3535-0. This report is for an unknown quantity for superior endplate for prodisc-l with unknown part and lot numbers. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: veruva, s.y., lanman, t.h., hanzlik, j.a., kurtz, s.m., and steinbeck, m.j. (2014). Case report: rare complications of osteolysis and periprosthetic tissue reactions after hybrid and non-hybrid total disc replacement. European spine journal, doi 10.1007/s00586-014-3535-0. This was a retrospective review of a study in which the purpose was to report 2 osteolysis cases after prodisc-l lumbar disc replacement. The study population included 2 male patients. They suffered from lumbar disc herniation and radiculopathy. One patient required a multi-level treatment and chose a hybrid fixation with prodisc-l total disc replacement (tdr) and fusion. The other patient received 1 level of prodisc-l tdr. Both patients had revision surgery in which the tdrs were removed. Periprosthetic tissue specimens selected from regions adjacent to the implant were obtained. Both patients developed osteolytic lesions in vertebrae adjacent to the implant. Patient 2 is a 56 year old male who had a 1 level prodisc-l tdr due to a herniated disc and radiculopathy at l4-5. He is referred to as the non-hybrid case and his implant showed signs of abrasion and impingement and inflammation was observed in tissue lesions with metal and polyethylene wear debris: (aka, pain, osteolytic cysts, wear debris and inflammation. This is report 4 of 6 for (B)(4). This report is for an unknown prodisc-l, superior endplate.